Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose of 331 mg/dl. The customer stated that she was feeling sick and sweating prior to the event. The customer then stated that she received a no delivery alarm but the cannula was not bent. The (B)(4) stated that the customer has had no delivery alarms several times already. The customer also stated that she last changed her infusion set the day before the event and that she uses a silhouette infusion set. Programming was correct. Nothing further was reported.